Event description:
A cranial surgery (open craniotomy) was performed using the aid of the brainlab navigation system, a resection of a small brain tumor was intended. According to the hospital, the tumor was visually indifferent from normal brain tissue, and post-operative imaging revealed that the tumor had not been removed during this surgery. The hospital performed a revision surgery for this pt on the following day. The intended surgery result was achieved with this revision surgery. There was no adverse clinical effect to the pt reported by this hospital for this specific case.

Manufacturer narrative:
Despite there was no adverse clinical effect to the pt reported by this hospital for this specific case. There is no indication of a general quality or performance issue with the brainlab device, the according brainlab measures for the anticipated potential risk are already in place, a risk to pt health could not be excluded for this specific circumstances. The registration points acquired by the user were not characteristic enough, therefore, the brainlab software found a match that was not as accurate to the pt's actual anatomy as desired. This situation was not detected by the user, despite the according verification functionalities of the navigation software that are available. There is no indication of a general quality or performance issue with the brainlab device, according brainlab measures for the anticipated potential risk are already in place. Brainlab intends to offer additional training to this hospital.